Event description:
It was reported that stimulation had been increased three times in the past week and a half. At the end of (B)(6) 2013 the therapy stopped working for the patient and they lost bladder control. It was noted the patient felt a ¿shock¿ sensation when the doctor was adjusting stimulation with the clinician programmer. It was thought that the patient was reporting a ¿shocking¿ sensation when the patient¿s son adjusted stimulation, but the reporter was not sure. No falls or traumas were noted. The patient¿s next appointment was in (B)(6) 2013. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va04d8p, implanted: (B)(6) 2013, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).